Event description:
It was reported that during the internal carotid artery (ica) stenting, the physician selected the balloon guiding catheter and placed it at the distal end of the c1 segment. Then, the subject catheter was advanced forward inside the balloon - guiding catheter (bgc). Although there was resistance during the advancement, the catheter eventually reached the c4 segment successfully. The physician used a 50ml syringe to perform negative pressure aspiration. After about 5 seconds of continuous aspiration, no blood was drawn out. Based on experience, the physician judged that the catheter might have been damaged. So, the catheter was withdrawn for inspection. During the withdrawal process, it was found that the subject catheter had fractured near the hub at its tail end on the shaft. Therefore, the subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section d4: expiration date and gtin#: updated section d9: product available to stryker and returned to manufacturer on: updated section h3: device evaluated by mfg: updated section h4: manufacturing date: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was observed that there was no damage noted to the hub. The catheter shaft was seen to be fractured roughly 1cm from the catheter hub. There was no damage noted to the tip. Functional inspection was not performed as the defect was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported the patient had occlusion in the c4 - c7 segments of the right internal carotid artery (ica) and underwent ica stenting. The physician selected an 8f balloon - guiding catheter (90cm) and placed it at the distal end of the c1 segment. Then, the subject catheter was advanced forward inside the balloon - guiding catheter (bgc). Although there was resistance during the advancement, the catheter eventually reached the c4 segment successfully. The physician used a 50ml syringe to perform negative - pressure aspiration. After about 5 seconds of continuous aspiration, no blood was drawn out. Based on experience, the physician judged that the catheter might have been damaged. So, the catheter was withdrawn for inspection. During the withdrawal process, it was found that the subject catheter had fractured near the hub at its tail end. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the patient¿s anatomy was moderately tortuous. The device was returned for analysis; the catheter shaft was fractured approx. 1cm from the catheter hub. As per the dfu it has been mentioned that ¿never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device", despite encountering resistance, the operator continued to advance the subject catheter. Based on a review of all available information and the analysis of the returned device it is probable the catheter shaft fractured when the device was advanced against resistance. The resistance may have occurred due to some procedural factors during the procedure. The as reported/as analysed events 'catheter shaft broken/fractured during use' will be assigned as probable assignable cause of use error as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. There was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user. The as reported event ¿catheter shaft difficulty advancing' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets company¿s design and manufacture specifications and was used according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the internal carotid artery (ica) stenting, the physician selected the balloon guiding catheter and placed it at the distal end of the c1 segment. Then, the subject catheter was advanced forward inside the balloon - guiding catheter (bgc). Although there was resistance during the advancement, the catheter eventually reached the c4 segment successfully. The physician used a 50ml syringe to perform negative - pressure aspiration. After about 5 seconds of continuous aspiration, no blood was drawn out. Based on experience, the physician judged that the catheter might have been damaged. So, the catheter was withdrawn for inspection. During the withdrawal process, it was found that the subject catheter had fractured near the hub at its tail end on the shaft. Therefore, the subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.